Event description:
76 y.o. Female in ICU department on adult star ventilator. Nurse noted "ventilator alarming low mech. Volume, entered room and found compressor on ventilator not working. Pt breathing on only inspired breaths taken by herself". Ventilator malfunction found within one minute, o2 sat. 70's, pt removed from ventilator, bagged with o2 to increase sat. To 94% and placed on functional ventilator. Circuit breaker on ventilator tripped. MFR service personnel contact 12/22. MFR service rep contacted 12/23/97 stated they cannot explain reason for the event, but the device is ok for use. Clinical engineering checked power line voltage in room and found it to be okay. MFR came out 12/29/97 and checked all 4 star vents and found them all in working order.